Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the devices were prepared per the instructions for use (IFU), and two passes were made with the solitaire prior to separation. When retracting the device, there was resistance while the device detached. The solitaire had not been torqued or repositioned, there was vessel stenoisis proximal to the thrombus site, and the microcatheter tip did not cover the device proximal marker during retrieval. The clot was located in the end section of the carotid m1 with severe vessel tortuosity. No additional intervention was required to resolve the event.

Manufacturer narrative:
H3: the solitaire platinum revascularization device was returned for analysis. No damages or irregularities were found with the solitaire platinum pusher. The marker coil was found intact and unstretched. No damages or irregularities were found with the attachment zone. The solitaire stent was found separated at the non-working (tear drop) struts. The stent was not returned for analysis. The broken end was sent out for sem analysis. Sem results: ¿both ends failed via tensile overload¿. Based on the device analysis and reported information, the customer¿s report of ¿separation¿ was confirmed; however, the cause could not be determined. Potential causes towards this failure are device retracted against high resistance, patient stenosis, vessel tortuosity, pre-existing stents, user makes more than 2 passes, or a new microcatheter was not used with each solitaire. Customer reported increased force was not used, devices were prepared per IFU, two passes were made, resistance was encountered, solitaire was not torqued or reposition, there was vessel stenosis and vessel tortuosity was severe. The reported resistance, stenosis and severe tortuosity are the likely contributors towards the separation. As the stent and the microcatheter used in the event were not returned for analysis, any contribution of the stent and the micro catheter towards the resistance and the separation could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the solitaire platinum revascularization device was returned for analysis. No damages or irregularities were found with the solitaire platinum pusher. The marker coil was found intact and unstretched. No damages or irregularities were found with the attachment zone. The solitaire stent was found separated at the non-working (tear drop) struts. The stent was not returned for analysis. The broken end was sent out for sem analysis. Sem results: ¿both ends failed via tensile overload¿. Based on the device analysis and reported information, the customer¿s report of ¿separation¿ was confirmed; however, the cause could not be determined. Potential causes towards this failure are device retracted against high resistance, patient stenosis, vessel tortuosity, pre-existing stents, user makes more than 2 passes, or a new microcatheter was not used with each solitaire. Customer reported increased force was not used, devices were prepared per IFU, two passes were made, resistance was encountered, solitaire was not torqued or reposition, there was vessel stenosis and vessel tortuosity was severe. The reported resistance, stenosis and severe tortuosity are the likely contributors towards the separation. As the stent and the microcatheter used in the event were not returned for analysis, any contribution of the stent and the micro catheter towards the resistance and the separation could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the solitaire stent retriever tore off the pusher wire during passage of the carotid syphon while being retracted. Increased force was not used. Multiple attempts were made to salvage the stent, but they were unsuccessful. The detached stent remained in the vessel, and stroke treatment had to be discontinued. The patient did not experience any injury, and the vascular and patient condition remained unchanged to the initial situation. The patient was undergoing a mechanical thrombectomy for endovascular stroke treatment.